Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the patient presented in clinic for initial right ventricular (rv) lead implant procedure. During procedure, the rv lead exhibited high capture thresholds. The rv lead was not implanted, and another was implanted successfully on (B)(6) 2025. The patient was stable throughout.